Event description:
Esu (electrocautery) hand piece would not work in either port of the cautery. A second hand piece worked properly. Hand piece was out of a laparotomy pack #cdlp15c, lot #751171. Electrosurgical handpiece made by OEM but had no other identifiers imprinted on handpiece.

Event description:
Esu (electrocautery) hand piece would not work in either port of the cautery. A second hand piece worked properly. Hand piece was out of a laparotomy pack #cdlp15c, lot #751171. Electrosurgical handpiece made by OEM but had no other identifiers imprinted on handpiece.